Event description:
Customer reported communication failure and software error messages on the as3000 anesthesia delivery system, which may have affected anesthesia monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representative evaluated the unit and corrections included replacement of the bdu board, amplifier board, cable supply to the heater and heater board. Unit was calibrated, tested and returned to use.